Event description:
A blood stain was found in 2 newly opened needles prior to use. A reddish stain was identified on the sleeves of the needle portion that is used to penetrate the rubber cap of the blood colection tube. Red blood cells were identified in the stain.